Manufacturer narrative:
Replaced the power supply board and the fuses to fix the reported issue.

Event description:
The hospital reported the unit shut down while plugged in and both fuses were blown. There was no reported patient involvement.